Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism and the outer insulation had cosmetic environmental stress cracking. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that the that the patient experienced pain in the pocket area and requested system removal. It was further reported that pericardial effusion occurred due to cardiac perforation by the right atrial lead. The device and leads were extracted. No further patient complication have been reported as a result of this event.